Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented for a routine device change out, externalized conductors were observed. No electrical abnormalities were noted. The lead was capped and replaced. The procedure was completed successfully without adverse consequence to the patient.

Manufacturer narrative:
No conclusion code available; failure event observed during analysis. A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 15.2-16.5cm proximal to the distal end of the svc shock coil, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion were noted at 6.7-13.6cm distal to the distal end of the svc shock coil. Internal insulation abrasion was noted at 6.4-7.4cm distal to the distal end of the svc shock coil. The etfe coating was intact at these locations. Internal insulation abrasion was noted under the svc shock coil at 2.1-3.1cm proximal to the distal end of the svc shock coil. The etfe coating was abraded at this location.